Event description:
It was reported, noise resulting in oversensing was observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. Technical support recommended provocative testing. Provocative testing was performed and the noise was reproduced. Tachy therapy was deactivated and a lead revision is anticipated but has not yet been performed. The patient was stable and will continue being monitored.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturer report number: 2017865-2023-46690. Additional information was received indicating the rv lead was capped and replaced to resolve the event. During the rv revision procedure, the device was observed to be discolored. The device was explanted and replaced during the procedure as well. The patient was stable.